Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that there is visible damage to the battery door, the battery springs are bent and the rj11 pin is bent. (B) (4).

Event description:
The customer reported that the battery connector is off center causing unit not to power on . There was no patient injury reported. Evaluation of the product by posey shows that the alarm has intermittent power.